Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was missing information upon pump download and insisted on pump replacement. The reporter denied a time or date issue and indicated that no boluses were delivered via the meter. This complaint is being reported because the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: the pump powered on to a verify screen with intact audible and vibratory features. The ezprime steps were successfully completed. Investigators manually performed a normal 10u bolus and a 10u audio bolus successfully. Both boluses were accurately recorded in the pump history. The pump was then downloaded using diasend software; the manually performed boluses were accurately recorded in the diasend download (dl). The diasend dl correctly matched the pump records and no missing data was observed. In addition, no errors or alarms occurred during the testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.